Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient complained the scs system did not provide effective stimulation therapy. Consequently, the patient had the device removed. The date of the explant procedure was undetermined at this time.